Event description:
This spontaneous report was received on 16-may-2013 from a (B)(6) female consumer reporting on self from the united states. The medical history included root canal, crown on tooth, high blood pressure and thyroid problem. The concomitant medications were not reported. On an unspecified date, the consumer started using, johnson and johnson floss, cinnamon waxed, medium size, once a day, for oral hygiene (route: dental, lot number 1244d and expiration date unspecified). On (B)(6) 2013 while using the floss, the thread got caught in her crown of the upper molar of the right side, the floss split into threads, formed a knot inside the crown and became difficult to remove. On the same day, she removed the floss and noticed discomfort. On (B)(6) 2013, in the morning, she developed swelling on the right side of her face and by evening the pain became intense. On (B)(6) 2013, morning swelling worsened and the pain became unbearable due to which she consulted the dentist. On an unspecified date, she had to undergo another root canal on the upper right side of her mouth between two molars and was prescribed unspecified antibiotics and pain medication. On an unspecified date, she had an x-ray done the result of which was unknown. She had also noticed that the texture of the floss was like cotton and it did not slide smoothly between teeth. On (B)(6) 2013 the event of floss stuck in tooth resolved. The event of swelling did not resolve while the discomfort was resolving. The report was assessed as serious (required intervention). The company causality was assessed as possible. Additional information received on 11-jun-2013. The product trending of the last twenty four months did not show adverse trends for this category and did not reveal a trend involving lot number1244d. The analysis of the product, complaint, lot trend and the review of the manufacturing issues and device history records did not indicate that product failed to meet specifications. A sample was not received for evaluation. However, history of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. Disposition was undetermined. Monitoring of the complaint trends would continue. On (B)(6) 2013 the consumer underwent root canal for canal bicuspid tooth five surfaces. On (B)(6) 2013, she consulted the dentist again and had to get her tooth removed surgically. It was further mentioned that as a direct result of the floss getting stuck in her tooth, she experienced a bad infection which required emergency medical attention and consequently the loss of tooth. She was prescribed clindamycin 300 mg oral capsule, four times a day, for seven days, and hydrocodon acetaminophen half a tablet, orally, every four hours as needed, for pain. The consumer was recommended additional unspecified treatment for the events. The events were resolving. The report remains serious.(permanent damage causing incapacity and required intervention).

Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) hispanic female consumer reporting on self from the united states. The medical history included root canal, crown on tooth, high blood pressure and thyroid problem. The concomitant medications were not reported. On an unspecified date, the consumer started using, johnson and johnson floss, cinnamon waxed, medium size, once a day, for oral hygiene (route: dental, lot number 1244d and expiration date unspecified). On (B)(6) 2013 while using the floss, the thread got caught in her crown of the upper molar of the right side, the floss split into threads, formed a knot inside the crown and became difficult to remove. On the same day, she removed the floss and noticed discomfort. On (B)(6) 2013, in the morning, she developed swelling on the right side of her face and by evening the pain became intense. On (B)(6) 2013, morning swelling worsened and the pain became unbearable due to which she consulted the dentist. On an unspecified date, she had to undergo another root canal on the upper right side of her mouth between two molars and was prescribed unspecified antibiotics and pain medication. On an unspecified date, she had an x-ray done the result of which was unknown. She had also noticed that the texture of the floss was like cotton and it did not slide smoothly between teeth. On (B)(6) 2013 the event of floss stuck in tooth resolved. The event of swelling did not resolve while the discomfort was resolving. The report was assessed as serious (required intervention). The company causality was assessed as possible.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 16-aug-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) hispanic female consumer reporting on self from the (B)(6). The medical history included root canal, crown on tooth, high blood pressure and thyroid problem. The concomitant medications were not reported. On an unspecified date, the consumer started using, johnson and johnson floss, cinnamon waxed, medium size, once a day, for oral hygiene (route: dental, lot number 1244d and expiration date unspecified). On (B)(6) 2013 while using the floss, the thread got caught in her crown of the upper molar of the right side, the floss split into threads, formed a knot inside the crown and became difficult to remove. On the same day, she removed the floss and noticed discomfort. On (B)(6)2013, in the morning, she developed swelling on the right side of her face and by evening the pain became intense. On (B)(6) 2013, morning swelling worsened and the pain became unbearable due to which she consulted the dentist. On an unspecified date, she had to undergo another root canal on the upper right side of her mouth between two molars and was prescribed unspecified antibiotics and pain medication. On an unspecified date, she had an x-ray done the result of which was unknown. She had also noticed that the texture of the floss was like cotton and it did not slide smoothly between teeth. On (B)(6) 2013 the event of floss stuck in tooth resolved. The event of swelling did not resolve while the discomfort was resolving. The report was assessed as serious (required intervention). The company causality was assessed as possible. Additional information received on 11-jun-2013. The product trending of the last twenty four months did not show adverse trends for this category and did not reveal a trend involving lot number1244d. The analysis of the product, complaint, lot trend and the review of the manufacturing issues and device history records did not indicate that product failed to meet specifications. A sample was not received for evaluation. However, history of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. Disposition was undetermined. Monitoring of the complaint trends would continue. On (B)(6) 2013 the consumer underwent root canal for canal bicuspid tooth five surfaces. On (B)(6) 2013, she consulted the dentist again and had to get her tooth removed surgically. It was further mentioned that as a direct result of the floss getting stuck in her tooth, she experienced a bad infection which required emergency medical attention and consequently the loss of tooth. She was prescribed clindamycin 300 mg oral capsule, four times a day, for seven days, and hydrocodon acetaminophen half a tablet, orally, every four hours as needed, for pain. The consumer was recommended additional unspecified treatment for the events. The events were resolving. The report remains serious.(permanent damage causing incapacity and required intervention). Additional information was received on 05-aug-2013: on (B)(6) 2013, tooth x-ray and prct/cpa was performed for fourth and fifth tooth that revealed the crown came off during access, and 1 mm clinical crown for fourth tooth. For fifth tooth, buccal and lingual (working length was 18, 45.04), for fifth tooth, green pus was elicited at initial appts. Pain and swelling disappeared with calcium hydroxide placement between appts (sic). Cotton and cavit, occlusion was adjusted in co/cr (sic). Prognosis for tooth five showed favorable/guarded with permanent coronal seal within one to two weeks due to parl (sic). The consumer was also advised for the treatment of tooth number five and placement of implants in area of tooth four, five and cantilever three and for extraction of tooth four due to guarded restorative prognosis. On (B)(6) 2013, the consumer underwent surgical removal of erupted tooth under local anesthesia of lidocaine+epi 1:100k carbocaine plain (mepivacaine). She was prescribed narco x 20. She was discharged on the same day. The report remains serious.(permanent damage causing incapacity and required intervention).

Manufacturer narrative:
The date of this submission is 26-sep-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) hispanic female consumer reporting on self from the (B)(6). The medical history included root canal, crown on tooth, high blood pressure and thyroid problem. The concomitant medications were not reported. On an unspecified date, the consumer started using, johnson and johnson floss, cinnamon waxed, medium size, once a day, for oral hygiene (route: dental, lot number 1244d and expiration date unspecified). On (B)(6) 2013 while using the floss, the thread got caught in her crown of the upper molar of the right side, the floss split into threads, formed a knot inside the crown and became difficult to remove. On the same day, she removed the floss and noticed discomfort. On (B)(6) 2013, in the morning, she developed swelling on the right side of her face and by evening the pain became intense. On (B)(6) 2013, morning swelling worsened and the pain became unbearable due to which she consulted the dentist. On an unspecified date, she had to undergo another root canal on the upper right side of her mouth between two molars and was prescribed unspecified antibiotics and pain medication. On an unspecified date, she had an x-ray done the result of which was unknown. She had also noticed that the texture of the floss was like cotton and it did not slide smoothly between teeth. On (B)(6) 2013 the event of floss stuck in tooth resolved. The event of swelling did not resolve while the discomfort was resolving. The report was assessed as serious (required intervention). The company causality was assessed as possible. Additional information received on 11-jun-2013: the product trending of the last twenty four months did not show adverse trends for this category and did not reveal a trend involving lot number 1244d. The analysis of the product, complaint, lot trend and the review of the manufacturing issues and device history records did not indicate that product failed to meet specifications. A sample was not received for evaluation. However, history of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. Disposition was undetermined. Monitoring of the complaint trends would continue. On (B)(6) 2013 the consumer underwent root canal for canal bicuspid tooth five surfaces. On (B)(6) 2013, she consulted the dentist again and had to get her tooth removed surgically. It was further mentioned that as a direct result of the floss getting stuck in her tooth, she experienced a bad infection which required emergency medical attention and consequently the loss of tooth. She was prescribed clindamycin 300 mg oral capsule, four times a day, for seven days, and hydrocodon acetaminophen half a tablet, orally, every four hours as needed, for pain. The consumer was recommended additional unspecified treatment for the events. The events were resolving. The report remains serious.(permanent damage causing incapacity and required intervention). Additional information was received on 05-aug-2013: on (B)(6) 2013, tooth x-ray and prct/cpa was performed for fourth and fifth tooth that revealed the crown came off during access, and 1 mm clinical crown for fourth tooth. For fifth tooth, buccal and lingual (working length was 18, 45.04), for fifth tooth, green pus was elicited at initial appts. Pain and swelling disappeared with calcium hydroxide placement between appts (sic). Cotton and cavit, occlusion was adjusted in co/cr (sic). Prognosis for tooth five showed favorable/guarded with permanent coronal seal within one to two weeks due to parl (sic). The consumer was also advised for the treatment of tooth number five and placement of implants in area of tooth four, five and cantilever three and for extraction of tooth four due to guarded restorative prognosis. On (B)(6) 2013, the consumer underwent surgical removal of erupted tooth under local anesthesia of lidocaine+epi 1:100k carbocaine plain (mepivacaine). She was prescribed narco x 20. She was discharged on the same day. The report remains serious.(permanent damage causing incapacity and required intervention). Additional information received on 28-aug-2013: the concomitant medications included simvastatin, atenolol for high blood pressure and unspecified medication for thyroid. The consumer had been undergoing yearly dental examination. She had undergone unspecified oral surgery in the past and three years ago she had also experienced root canal infection. On (B)(6) 2013, the consumer visited her dentist with left maxillary swelling extending under eyes along with pain which started a few days ago. She reported that her crown number 4 had fallen off and was replaced shortly after root canal treatment (rct) of fourth tooth in 2009. The clinical observations with fourth tooth and fifth tooth had, positive percussion, palpation grade b, positive mobility, swelling grade b, positive parl (sic), cold testing negative. The other observations for fifth tooth had pocket with mesial probing 7mm. The sixth tooth had percussion, palpation, swelling, mobility and parl (sic) tests negative with five times more sensitivity to cold. The working length (wl) for fourth tooth was confirmed with (eal) electronic apex locator and paper points and was found to be 19, 40.04 mm. During the operatives with fourth tooth, the coronal tooth structure was broke off with permanent crown during access, revealing tooth structure at gingival. The chloroform along with copious amount of 08 % sodium hypo chloride were used as irrigants, obturation of canals was done with dried paper points and caoh (calcium hydroxide). For tooth number 4, the restoration was done with cotton, cavil (sic) and occlusion adjusted cervico-occlusally. Post operative instructions were given to the patient. She was prescribed with vicodin (acetaminophen and hydrocodone) ten tablets of 300/5; one tablet of q4-6h (opiate pain medication) and amoxicillin 500 mg, dispensed twenty eight tablets, four times day, until infection was gone. Patient was informed that the fourth tooth may be indicated for extraction and fifth tooth may require monitoring to assess healing. The consumer was recalled for the follow up for the review of fourth tooth and retreatment with fifth tooth. On next visit on (B)(6) 2013, the clinical observations of fifth tooth revealed negative results for percussion, palpation, mobility, swelling, sensitivity to cold, gingival probing less than 06 mm and positive parl. The wl was found to be 18, 45.04 mm. For fourth and fifth tooth, the consumer was treated with benzocaine 20 (topical anesthesia) under lidocaine 2 %, 8cc with 1:100000 epinephrine. The patient was operated with rubber dam and safety goggles. For fourth tooth, 08 % sodium hypo chloride and for fifth tooth, 06 % sodium hypo chloride was used as irrigants. For fifth tooth, the canal dried with paper points and obturated with system b (gutta percha), with obtura and ah plus (polymerized endodontic filler). On (B)(6) 2013, surgical extraction of fourth tooth was done with a flap and her physician recommended her to delay placement to make sure the local infections had resolved completely at fourth and fifth tooth. She was recommended a treatment of surgical stent, two custom abutment-implants, three single crown implants, the report remains serious (permanent damage causing incapacity and required intervention).